Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant, persistent and severe abdominal pain/lower abdomen pain/severe, persistent cramps / persistent pain that led to emergency room visits"), back pain ("constant, persistent and back pain/severe back pain/ low back") and colitis ischaemic ("ischemic colitis") in an adult female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and live birth in 2006. Concurrent conditions included blood pressure high, heart attack, breast swelling, metrorrhagia, ovarian cyst, cervicitis, endocervicitis, tobacco use disorder, breast enlargement and constipation. On (B)(6) 2014, the patient had essure inserted. In october 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), anxiety ("exacerbated anxiety attacks"), migraine ("severe migraines/ severe migraines issue and associated pain extreme persistent migraines/headaches"), gastric disorder ("stomach problems and associated problems/severe, persistent stomach issues"), panic attack ("panic attacks"), depression ("depression") and ovarian cyst ("ovarian cysts"). In june 2015, the patient experienced procedural pain ("surgery pain"). In 2016, the patient experienced colitis ischaemic (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), fatigue ("chronic fatigue"), inflammation ("inflammation") and arthralgia ("joint pain"). The patient was treated with citalopram, surgery (hysterectomy) and surgery (hysterectomy and spinal ablation). Essure was removed in june 2015. In june 2015, the migraine had resolved. In 2016, the abdominal pain and gastric disorder had resolved. At the time of the report, the back pain was resolving and the colitis ischaemic, anxiety, panic attack, depression, ovarian cyst, abdominal distension, allergy to metals, fatigue, inflammation, arthralgia and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, colitis ischaemic, depression, fatigue, gastric disorder, inflammation, migraine, ovarian cyst, panic attack and procedural pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1.5. The number of expanded coils that appeared trailing into opposite side in the uterine cavity was 1 quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 17-aug-2018: quality-safety evaluation of product technical complaints. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant, persistent and severe abdominal pain/lower abdomen pain/severe, persistent cramps / persistent pain that led to emergency room visits"), back pain ("constant, persistent and back pain/severe back pain/ low back") and colitis ischaemic ("ischemic colitis") in an adult female patient who had essure (batch no. Cs0007h) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and live birth in 2006. Concurrent conditions included blood pressure high, heart attack, breast swelling, metrorrhagia, ovarian cyst, cervicitis, endocervicitis, tobacco use disorder, breast enlargement and constipation. On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), anxiety ("exacerbated anxiety attacks"), migraine ("severe migraines/ severe migraines issue and associated pain extreme persistent migraines/headaches"), gastric disorder ("stomach problems and associated problems/severe, persistent stomach issues"), panic attack ("panic attacks"), depression ("depression") and ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced procedural pain ("surgery pain"). In 2016, the patient experienced colitis ischaemic (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), fatigue ("chronic fatigue"), inflammation ("inflammation") and arthralgia ("joint pain"). The patient was treated with citalopram, surgery (hysterectomy) and surgery (hysterectomy and spinal ablation). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the migraine had resolved. In 2016, the abdominal pain and gastric disorder had resolved. At the time of the report, the back pain was resolving and the colitis ischaemic, anxiety, panic attack, depression, ovarian cyst, abdominal distension, allergy to metals, fatigue, inflammation, arthralgia and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, colitis ischaemic, depression, fatigue, gastric disorder, inflammation, migraine, ovarian cyst, panic attack and procedural pain to be related to essure. The reporter commented: the number of expanded coils that appeared trailing into the uterine cavity was 1.5. The number of expanded coils that appeared trailing into opposite side in the uterine cavity was 1. Most recent follow-up information incorporated above includes: on 23-jul-2018: medical record received - lot number was added. New reporter were added. Historical and concomitant conditions were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of abdominal pain ("constant, persistent and severe abdominal pain/lower abdomen pain/severe, persistent cramps / persistent pain that led to emergency room visits"), back pain ("constant, persistent and back pain/severe back pain/ low back") and colitis ischaemic ("ischemic colitis") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida and live birth in 2006. In (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required), back pain (seriousness criteria medically significant and intervention required), anxiety ("exacerbated anxiety attacks"), migraine ("severe migraines/ severe migraines issue and associated pain extreme persistent migraines/headaches"), gastric disorder ("stomach problems and associated problems/severe, persistent stomach issues"), panic attack ("panic attacks"), depression ("depression") and ovarian cyst ("ovarian cysts"). In (B)(6) 2015, the patient experienced procedural pain ("surgery pain"). In 2016, the patient experienced colitis ischaemic (seriousness criterion medically significant). On an unknown date, the patient experienced abdominal distension ("bloating"), allergy to metals ("allergic to nickel/hypersensitivity reaction to nickel"), fatigue ("chronic fatigue"), inflammation ("inflammation") and arthralgia ("joint pain"). The patient was treated with citalopram, surgery (hysterectomy) and surgery (hysterectomy and spinal ablation). Essure was removed in (B)(6) 2015. In (B)(6) 2015, the migraine had resolved. In 2016, the abdominal pain and gastric disorder had resolved. At the time of the report, the back pain was resolving and the colitis ischaemic, anxiety, panic attack, depression, ovarian cyst, abdominal distension, allergy to metals, fatigue, inflammation, arthralgia and procedural pain outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, anxiety, arthralgia, back pain, colitis ischaemic, depression, fatigue, gastric disorder, inflammation, migraine, ovarian cyst, panic attack and procedural pain to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2017: previously reported ¿severe and permanent injuries¿ was clarified and substituted for the events: abdominal pain; back pain; exacerbated anxiety attacks; severe migraines; stomach problems; ischemic colitis, panic attacks, depression, ovarian cysts, bloating, allergic to nickel, chronic fatigue, inflammation, joint pain and surgery pain. Hysterectomy was performed, case upgraded to incident. Historical conditions and treatment drug added. Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.